Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. It was noted that the pump was plugged into a power source for an hour and the battery gauge increased by 5%. There was no impact to the customer's blood glucose level.